Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection and perforation occurred. The target lesion was 15mm in length and was located in the right coronary artery (rca). The physician used a 7fr introducer sheath to access the lesion. The physician used a csi coronary viperwire guidewire and a csi coronary orbital atherectomy device (oad) to treat the lesion the physician completed five runs at low speed for a total of 150 seconds. As the physician was spinning out of the lesion, the device jumped back into the ostium and stalled. The device was removed and an angiogram revealed a dissection and perforation. The physician resolved the dissection and perforation with a 3.0x28mm bare metal stent. The patient status remained stable throughout the intervention. Additional information was requested, but the facility was unable to release information per internal procedures.

Manufacturer narrative:
Device analysis: the oad was returned without the original guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. Visual examination of the crown and driveshaft in this area did not reveal any damage that would have contributed to the biological material accumulation. The crown dimensions and crown location on the driveshaft were measured and met the drawing specifications. The driveshaft and saline sheaths were measured and met their respective drawing specifications. An in house 0.012" test wire was loaded through the device and resistance was met. The guidewire could not pass through the handle assembly. Further analysis revealed that the saline sheath exhibited damage under the strain relief. Further analysis of the driveshaft revealed signs of overloading and a bend in the shaft 6.0cm distal to the driveshaft lap weld and extended 1cm distally. The damaged section of the driveshaft was destructively removed to allow for further functional testing. The guidewire was then passed through the handle assembly without resistance. When tested, the device spun at low and at high speed with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the device stalling could not be determined. The device was within specification and performed as intended during functional testing. The root cause of the dissection and perforation could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).